Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 443mg/dl due to this hospitalized. Customer¿s current blood glucose was 539mg/dl. Customer was treated with bolus. Customers stated that insulin exited at quick release and drive support cap was normal. Insulin pump will not be return for analysis.